Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation.

Event description:
It was reported that during a procedure the rf generator displayed an high impendence error message, which resulted in the cancellation of the procedure. It was reported that the patient received local anesthesia prior to the procedure being canceled. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the rf generator displayed an high impendence error message, which resulted in the cancellation of the procedure. It was reported that the patient received local anesthesia prior to the procedure being canceled. No medical intervention and no adverse consequences were reported with this event.